Event description:
It was reported that the bed exit alarm would reset itself and turn itself off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4). Device was evaluated by the distributor.